Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the ostium of the left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected for use. Rotational speed was set at 170,000rpm during platforming, outside patient¿s body and rotablation was started. However, after the fourth pass, the burr jumped forward at about 15mm and stalled while attempting to withdraw the burr. Consequently, the burr became stuck in the lesion. Attempts were made to remove the burr with a wire, a balloon and a non bsc guide catheter while trying to snare the burr, but were unsuccessful. The patient's condition was stable prior to sending the patient for surgery to remove the burr. There were no further patient complications reported.